Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that a preventive maintenance, the emergency stop was pushed to confirm functionality. The robot was then shut down and restarted. The emergency stop had not been disengaged. When attempting to connect to the robot, it was noticed that the emergency stop was still engaged. The emergency stop was disengaged. The robot experienced a communication error and shut down again. Once the robot was shut down, the representative made sure the emergency stop was disengaged before restarting. The software would not connect to the robotic arm and it experienced a communication error. This was attempted multiple times. Finally, the representative connected to the controller and deleted 2 files which resolved the issue.

Manufacturer narrative:
Device history record review and complaint history review did not identify contributing factors. A review of the log files from the subject event was performed. This confirmed that the device experienced five communication error leading to shutdowns during the preventive maintenance. The first one was caused by activating the emergency stop button. According to the complaint description, the company field service engineer (fse) wanted to test the functionality of this button as outlined in the functional checks. When the device was restarted, the emergency stop button was still activated. It provoked the second device shutdown. The three others shutdowns occurred due to a hardware issue which put the robot arm in default and its powering was impossible. To be able to reconnect to the robot arm, two files have to be deleted in the controller file. According to the complaint description, that is what the fse did and after that the software was able to connect to the robot arm.

Event description:
It was reported that a preventive maintenance, the emergency stop was pushed to confirm functionality. The robot was then shut down and restarted. The emergency stop had not been disengaged. When attempting to connect to the robot, it was noticed that the emergency stop was still engaged. The emergency stop was disengaged. The robot experienced a communication error and shut down again. Once the robot was shut down, the representative made sure the emergency stop was disengaged before restarting. The software would not connect to the robotic arm and it experienced a communication error. This was attempted multiple times. Finally, the representative connected to the controller and deleted 2 files which resolved the issue.